Event description:
It was reported the patient experienced ineffective stimulation due to the lead being fractured. Surgical intervention took place wherein the lead was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
It was reported to abbott that the patient had a lead revision due to lead fracture. Rep reported there were no complications, therapy was restored, and product will not be returned. The results of the investigation are inconclusive, and the root cause of the reported incident is unknown as the device was not returned for analysis.